Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not record 3 svt arrhythmia's that occurred for one patient. They were able to locate these arrhythmias in the cns full disclosure. No harm or injury occurred. The patient was monitored by a transmitter at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) did not record 3 svt arrhythmia's that occurred for one patient. They were able to locate these arrhythmias in the cns full disclosure. No harm or injury occurred. The patient was monitored by a transmitter at the time.

Event description:
The customer reported that the central nurse's station (cns) did not record 3 svt arrhythmia's that occurred for one patient on a transmitter. They were able to locate these arrhythmias in full disclosure. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not record 3 svt arrhythmia's that occurred for one patient on a transmitter. They were able to locate these arrhythmias in full disclosure. No patient harm was reported. Investigation summary: a nihon kohden (nk) representative provided the investigation guide to assist the customer with collecting information for the investigation. The information needed includes the alarm settings, waveform printouts, device logs, and the date and time of the events. However, the necessary information could not be obtained. The cause of the reported event is unknown. The alarm behavior of the monitoring system is dependent on the alarm settings, the alarm thresholds, and the ECG algorithm that detects and triggers specific alarms. The service history for this cns shows one incident of a missed alarm (ticket 78740). There was insufficient information to determine the root cause of that reported phenomenon. The device was found to be operating as intended. Based on nkc's analysis of that event, the user's settings were thought to have resulted in the incident. There is no indication of a device malfunction. There has been no recurrence history for this device. The following fields contains no information (ni), as attempts to obtain the information were made, but none were provided. A2 - a6 b6 b7 d10 attempt #1 02/02/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/04/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/07/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.